Event description:
It was reported that the battery housing opened during a procedure, and the non-sterile battery fell onto the sterile field. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was not returned to the MFR for investigation. If the device is rec'd, a quality investigation will be performed and a f/u report will be filed.